Event description:
The nurse reported a system message displayed during the case. The system was switched out to complete the case. There was a 45-60 minute delay in the case. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message displayed. The system message displayed indicates the host has failed to connect to the supervisor process and the gateway process has reported that the supervisor process has gone down. Both system messages are inter-related. The application software was reloaded to mitigate this problem. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. A review of service requests for the last 24 months did not indicate any additional, related report for this system. Alcon will continue to monitor data for evidence of adverse trending and take further action, as appropriate. This report was mailed to FDA on: 06/25/2009.